Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the door 4 was failed due to defective latch. A field service engineer (fse) confirmed that third party contractor resolved the issue by replacing the new latch. The customer was able to access the storage space without issues. The system functioned as intended after the third party contractor repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed and required maintenance, which located on xhi 82 s1. The customer attempted to reboot the station and tried to recover the failed door, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.